Event description:
The manufacturer received information alleging a test step had failed on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There was no part replaced for this issue since the device passed the test step on the device at the manufacturer's service center. Additional findings not related to the malfunction/issue was damaged to the universal porting block. The part was replaced on the device. The device passed all testing.